Event description:
Healthcare professional, who also is the patient injected themselves with juvéderm® volux¿ xc in the chin area and developed a vascular occlusion. Patient treated themselves with a large amount of hyaluronidase (hylenex®) and was able to clear the occlusion.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.